Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported a patient with a 29mm 7300tfx mitral valve implanted six (6) years, six (6) months, underwent valve-in-valve procedure due to mitral stenosis. Patient presented with shortness of breath and gradient of 13 mmhg. Tmvr was successfully performed with a 26mm s3ur transcatheter valve.

Manufacturer narrative:
Added to h10. This report was found to be a duplicate reporting of 2015691-2025-07425. Investigation and reporting will remain under 2015691-2025-07425